Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after experiencing syncope. The patient had been lost to follow-up since (B)(6) 2015. Upon interrogation, the right ventricular lead exhibited loss of capture. The right ventricular lead impedance had increased and the sensitivity had also decreased. Isometric testing produced no noise. The lead was successfully capped and replaced on (B)(6) . The patient tolerated the procedure well and was stable during the next-day follow-up.